Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer fell and hit his head and lost consciousness. Customer fell into the river where he was pulled out by friends. Insulin pump came out from site and customer did not realize it. Customer lost insulin pump and other supplies. Customer had a two hour walk and blood glucose began to elevate. Customer declined going to the hospital and took pain medicine instead. Insulin pump would be replaced.